Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5090619. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the coronary artery fistula using pod6. During the procedure, the physician advanced the pod6 into the target vessel using the lantern delivery microcatheter (lantern); however, the pod6 was too long and, therefore, it was removed. While retracting, the pod6 unintentionally detached in the circumflex artery. The physician then attempted to retrieve the detached pod6 with a snare device; however, it was unsuccessful. Therefore, the physician placed three stents to rack up the detached pod6 to the vessel wall. The procedure was then completed using smaller coils and the same lantern. There was no report of an adverse effect to the patient.